Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Customer service provided pump reset information and assisted in resetting the pump, after which the malfunction alarm was cleared.